Event description:
The customer contacted a 3rd party service agent to report that their device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The 3rd party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The electrically leaky filter caused the internal hlc batteries to become depleted.